Event description:
It was reported an asymptomatic patient presented in clinic after receiving an alert for non-sustained lead noise. Increased lead impedance, increased thresholds, and low r-wave amplitudes were observed. It was found the set screw was not secured properly. All measurements returned to normal after the set screw was tightened.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.